Manufacturer narrative:
Investigation outcome: this complaint is duplicate of our reference nr: (B)(4), FDA MFR report nr: (B)(4). Therefore, this case is considered as closed. It was reported that during "dta" workshop initial performance testing in service software, the ventilator passed all tests up to page 2104 (pneumatics 2 / blower flow). At that point, the test sequence was interrupted when technical fault 444005 (shut down failed) appeared, followed by safety ventilation 346049 (watch dog failed snd_sound). These technical errors were not evidenced from review of device logs; however, tf 444004 (voltage out of tolerance) was indicated; suggesting power instability. It was additionally reported that during patient use (prior to sending in the device for service), the device generated a continuous alarm that could not be silenced and was reported as failed. The patient was manually ventilated while a replacement device was deployed. The faulty device continued to emit persistent audible alarming even after removal from the patient. Technical errors: 246005 (alarm monitor defect), 485001 (ambient failure detected), 431001 (blower fault), 446029 (ambient failure detected). There was no of harm to patient, user or third party, nor a treatment in delay. No interruption of ventilation or medical intervention was reported. Clarification requested on reported event.

Event description:
Hamilton medical ag received the following event description: "during patient use, the ventilator generated a continuous non-silenceable alarm and was reported as failed. The patient was manually ventilated while a replacement ventilator was deployed. The faulty unit continued to emit a persistent alarm tone even after removal from the patient. Error codes: 'technical event: 246005", followed by tf 485001, tf 431001, tf 446029; 'ventilation cancelled'" no health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).